Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen display is broken was damaged when a bed was lowered onto the screen during ambulance transfer. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site email), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: h6(health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the touchscreen, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.the defective components were received for further investigation. The failure analysis and testing department received and inspected a touchscreen assembly and observed the touchscreen display is cracked/broken. No further test can be done due to the cracked/broken touchscreen display. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. This part no longer going back to the supplier for further analysis as screen damaged. Retaining this part in the fat dept. As per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a.